Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for evaluation. The post market surveillance department in the process of reviewing medical records. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
During medical record review for unrelated event, it was learned the patient was hospitalized for cough and abdominal pain on (B)(6) 2015. According to the medical record, the patient arrived to treatment complaining of pancreas pain and was coughing. The patient did not have treatment. She took herself to the emergency room and was admitted. The patient was discharged on (B)(6) 2015 with a diagnosis of dyspnea with acute hypoxic respiratory failure due to volume overload from missing hemodialysis. The patient received one hemodialysis treatment in the hospital, 2.0 kg was removed. Patient was discharged home and continues on hemodialysis. There was no allegation of machine malfunction. The machine type and serial number was not given.